Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the left hood of the device was defective. Per service report, this complaint can be confirmed. During evaluation, following failures/defects were identified with the device. Major shock suffered by the pump; top and lower case damaged; left and right lexan covers broken; clamp tubing twisted; tips and rubber feet worn out; sub'd connector broken (footswitch plug); chamber holder and guide line twisted; bearings of pump heads rusted. The following measures were taken to bring the device back to functionality: maintenance kit replacement; safety cover replacement; top and lower case replacement; complete roller pump heads replacement; rubber feet replacement; clamp tubing replacement; chamber holder and guide line replacement; sub'd connector (footswitch plug) replacement. After performing above repair activities, the device was found to be working according to the specifications. User mishandling, lack of maintenance and/or a fall from the customer can be the most probable root causes of the damages observed on the device. Fluid contact with the bearings of the pump head would have caused them to get rusted. With the available information, we cannot determine the root cause of the other identified failures. The broken and damaged components would have caused the device not to function as intended by the customer. A review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone, the 4580 fms duo+ pump/shaver combo -ns. The left hood of the device is defected. No further information available. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.